Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the pt's death, there were no allegations against the functionality of the device. New info received indicates that the pt's family has retained legal counsel and filed a lawsuit. There were no specific allegations within the legal claim.

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event, if add'l info becomes available, the event will be updated. One june 17, 2005 guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made august 2004. This device was manufactured before august 26, 2004, and is included in this population.